Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the fifth firing with a gold reload the device was inserted into the patient and closed on tissue. When the surgeon attempted to fire the device he noticed a slow motor on the device and a grinding sound from the gears. When the device was opened the staples were deployed, but the device had not cut. The case was completed with another device of the same product code with a new reload. A new staple line was cut close to the bougie to make a smaller sleeve. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No unusual noises were heard during functional testing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence of the subject ple60a device, utilizing a gold cartridge, unformed staples can be confirmed, however, the photographs do not provide enough evidence relative to what may have caused the issue.